Manufacturer narrative:
Follow-up #1; date of submission: 02/09/2017. The device was returned and evaluated by product analysis on 01/17/2017 with the following findings. The complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed several (B)(4) exceeds maximum total daily dose limit warnings followed by several manual time/date changes, which lead to the total daily basal deliveries to appear to be inaccurate. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. All deliveries performed during investigation were accurately recorded in the pump¿s history. Unrelated to the complaint, three battery compartment cracks were observed. A discolored display was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the basal delivery totals in the total daily dose did not match the active basal program total; there was reportedly no known cause for variation. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.